Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. On 11/23/2024, it was reported that the patient experienced transmitter not found message from the g6 app on the mobile phone. The patient uses insulet omnipod5 in hybrid closed loop. The patient experienced weakness and the bg was not checked. The patient did not self-treat and was transported to the emergency department. There, he had diagnostic testing and the bg was 544 mg/dl. The patient was hospitalized and treated with metformin and insulin. At the time of the call he was awaiting discharge the following day and feeling much better and fine. Data investigation confirmed an unspecified malfunction. A pairing failure was found in connection to the allegation. The probable cause could not be determined post investigation. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On 11/23/2024, it was reported that the patient experienced transmitter not found message from the g6 app on the mobile phone. The patient uses insulet omnipod5 in hybrid closed loop. The patient experienced weakness and the bg was not checked. The patient did not self-treat and was transported to the emergency department. There, he had diagnostic testing and the bg was 544 mg/dl. The patient was hospitalized and treated with metformin and insulin. At the time of the call he was awaiting discharge the following day and feeling much better and fine. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.